Manufacturer narrative:
PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a ureteroscopy, the basket of an ncircle delta wire tipless stone extractor would not close. The device was removed through the ureteroscope, and another device of the same product reference was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event summary : as reported, during a ureteroscopy, the basket of an ncircle delta wire tipless stone extractor would not close. The device was removed through the ureteroscope, and another device of the same product reference was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation : a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device. Product was returned in open packaging. The mlla (male luer lock adapter) was not entirely fastened, and the collet knob was tight. Damage to the basket sheath can be seen at the support sheath. Handle would not actuate basket, likely due to sheath damage. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was non-functional due to sheath damage. The basket sheath was kinked near the yellow support sheath. The damage was preventing the basket assembly from moving freely within the basket sheath. The cause for the damage was unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.